Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous right coronary artery (rca). The 3.5x12mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the patient's anatomy (a sharp 90 degree bend in the vessel), and the shaft kinked, then separated. As the separation was outside the patient, the entire bdc was removed without issue. Another 3.5x12mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.